Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient's mother removed sensor and could not see sensor wire present in sensor pod. Patient was not experiencing any discomfort from insertion site.